Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check by tandem technical support revealed the customer was reusing cartridges, using cartridges beyond labeling, and was not performing the cartridge air removal step properly. Tandem technical support educated customer regarding cartridge/insulin labeling and proper load technique. Customer cleared the alarm and resumed insulin therapy. Customers blood glucose was 130 mg/dl.